Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with a coaguchek xs meter (serial number unknown). The patient was tested twice using the meter, resulting with values of 4.1 inr and 4.1 inr. Within 2 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.8 inr. At an unknown time on the same day, the patient was tested twice using the meter, resulting with values of 4.5 inr and 4.5 inr. Within 2 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.04 inr. The patient's therapeutic range is 2.5 - 3.5 inr.